Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) after not announcing a meal. Bg rose to 290 mg/dl and later decreased with active insulin on board. The ilet did not alert to the high bg. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.